Event description:
Clinic notes were received providing that a vns patient would be referred for battery replacement as they wanted the new version of device. It was also indicated they ¿could not get a good handle on the battery life but are pretty certain that it is nearing the end of its life cycle¿. The battery status was later provided to be at 50-75%. Additional relevant information has not been received to-date.

Event description:
It was reported that the patient's generator was replaced prophylactically. The explant facility historically discards explanted products in surgery and therefore return of the suspect product is not expected to date. No further relevant information has been received to date.